Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation & testing and upon completion, no issues were observed relating to leakage or issues with the luer cap or luer adapter as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Per the instructions for use (IFU), bd recommends that the luer cap be removed and connected to a luer adapter and syringe prior to venipuncture. Based on evaluation of the retain samples, the customer¿s indicated failure mode was not observed as all samples met the required specifications. Based on the investigation, the most likely root cause was determined to be related to improper use of the product.

Event description:
It was reported that there was leakage from a bd vacutainer safety-lok blood collection set. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. The reported batch number [18d19] was not found for material number [(B)(4)]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was leakage from a bd vacutainer® safety-lok¿ blood collection set. There was no report of exposure, injury or medical intervention.